Event description:
According to the reporter, customer reported bravo capsule that failed to attach. No harm was caused to the patient and no intervention needed. Nothing unusual about patient or procedure.. A repeat procedure was performed. An endoscopy had been performed prior to bravo procedure and esophagus appeared to be normal. The capsule will be returned for investigation.